Event description:
Patient reported experiencing elevated blood glucose level yesterday all day even though she took corrections; exact readings were not provided. Patient's normal blood glucose range was not provided. Patient stated she changed her infusion site this morning but that made no difference. Patient reported she changed the cartridge and tubing this evening and noticed there were large air pockets in the tubing, but there were no air bubbles in the cartridge at all. Patient stated she has been priming but no insulin is coming out yet. Preliminary evaluation on (B)(4) 2014 showed the stripes inside of the adapter are loosened, torn, and damaged. Due to this problem the handling with the adapter is hindered. Air bubble in the transfer set could not be excluded. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged adapter and infusion set for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Device evaluation in progress.